Event description:
Medtronic received information that during implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, at 80 percent deployed, it was noted that the valve appeared underexpanded. The valve was recaptured. Upon second release of the valve, the implanting physician had concern over the valve size. The valve was fully recaptured and withdrawn from the patient. The valve was then rinsedwith 37 degree saline solution. After expansion, the valve appeared smaller than usual. A second 29 mm valve was examined. When compared to the initial valve, the implant team had concern that the initial valve was smaller in size and diameter. The initial valve was not used. The replacement 29 mm valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via ups in original packaging and jar submerged in clear solution. All leaflets were flexible and appeared intact. All leaflets were in closed position. All commissures were intact. The valve was submerged in warm saline; valve reset to original condition. A validated production inspection fixture was used to confirm the frame size diameter. Analysis confirms the frame size diameter met the requirements for an evproplus-29 valve. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was then fully deployed. No anomalies were noted during the deployment process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.